Manufacturer narrative:
Method: complaint history analysis, DHR review, visual inspection, risk assessment. Results: this is the first complaint on this instrument. The DHR was reviewed and no deviations were noted. This instrument was manufactured in 2000. When visually inspected, the 3mm hex tip was confirmed to be broken on a 45 degree angle. The fracture type and surface corelates with the type of evidence normally seen under torsional loads with a possible added bending moment. After the failure another instrument was successfully used with no adverse consequences reported. No fragments were created when the instrument fractured. Conclusion: this instrument is designed to be used for final adjustment after screw insertion, which the surgical technique states. In this event it was used for screw removal which requires a larger torque to be applied than during final adjustment. Hence excessive torsional loads with a possible bending moment likely lead to the fracture of the tip.

Event description:
It was reported that the tip of the driver was broken during removing the opus pedicle screw. So, the surgeon used another driver and the procedure was completed. There was no particle of the device in the pt body.